Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet despite using multiple adapters, usb cables, and power sources. In addition the battery gauge was observed to be fluctuating. There was no adverse impact to customer's blood glucose level. Reportedly, the power source alert cleared and the pump successfully began charging after leaving the pump plugged int for an extended amount of time.